Event description:
It is reported that an aequalis shoulder prosthesis became disassembled approx 2.5 months after initial implantation surgery. The patient required revision surgery to correct the assembly of the implant. No further pt or clinical info has been acquired. The dates of implant and revision surgeries have not been identified. Further clinical info has been requested. The humeral head component has been returned for examination. (B)(4).

Manufacturer narrative:
The mfg records of the mating components show no deviation to specifications. The returned humeral head component has been examined and is found within specifications. Cause of failure is currently unk but may be determined should clinical info be released for review.